Event description:
Asku

Event description:
It was reported that the stored electrogram (egm) data noted that both the ventricular and atrial channel data showed noise with atrial oversensing. The device stored this as an atrial fibrillation episode due to the atrial oversensing. The device remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the stored electrogram (egm) data noted that both the ventricular and atrial channel data showed noise with atrial oversensing. The device stored this as an atrial fibrillation episode due to the atrial oversensing. The device remains in use. No patient complications have been reported as a result of this event.